Event description:
Litigation papers alleged natural biologic corrosion and friction wear caused by large amounts of toxic cobalt-chromium metals ions and particles to be released into patients blood and tissue and bone surrounding the implant. The patient began experiencing severe pain, discomfort and inflammation in the area of the implant. The patient also experienced dislocation,disarticulation and a slipping feeling in the hip joint and a sensation that the inplant could not support their weight. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. As the litigation has already been reported, and there is no reported serious injury or malfunction (patient has not been revised), the reporting requirements have been met. The remaining devices are being added to the complaint at this time as non reportable. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.